Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the roller pump tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for sodium (na) on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The customer reported the quality control recovered within the laboratory¿s established ranges at the time of the event.